Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 05/13/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The product was received on 05/13/2019. The lens was received cut in two pieces; most probably related to the explant reported. Due do the condition of the returned lens further evaluation is not possible. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Date of event: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to unexpected post-op refraction. It was replaced with another lens of the same model and different diopter. There was no incision enlargement and the patient has recovered. No additional information was provided.